Manufacturer narrative:
Based on the claim against the product by the customer noting that the system faulted repeatedly, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 3 to resolve the issue. Isi received the usm related to this complaint for evaluation, but failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported based on the following conclusion: the customer converted to an open procedure after the start of the procedure due to the system repeatedly faulting.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a recoverable fault occurred. The recoverable fault would repeat every time the site tried to recover it, or it prompted them to disable arm 3. The intuitive tech support engineer (tse) reviewed the logs and found error 32097 against arm 3. The site undocked from the patient completely and the tse had the caller move the patient side cart (psc) away from the patient to allow room for the arms to move after a power cycle. The tse walked the customer through a hard power cycle of the whole system and also instructed the staff to reseat all of the blue fiber cables. The customer booted up the system and the recoverable fault returned. The tse advised to perform one more hard power cycle of the psc, but upon reboot the recoverable fault returned on arm 3. The staff decided to continue the case with arm 3 disabled. The site called back later during the procedure due to the faults still occurring. The site had attempted several power cycles before calling in. The tse advised that after each reboot arm 3 would have to be disabled. The psc was also showing errors related to the nodes not turning on. The procedure was converted to an open procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The suspected universal surgical manipulator (usm) was returned for intuitive surgical, inc. (Isi) failure analysis investigation. A review of the remotefe logs confirmed that error 32097 occurred, along with error 319. The rolling loop fiber was found to be tangled. The usm was tested on an in-house system and error 319 was triggered. The usm also failed the fiber test. The rolling loop assembly will be replaced as a fix.